Manufacturer narrative:
We are acknowledging receipt of the medwatch report. The customer has been contacted. A f/u report will be provided within 30 days or upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: laparoscopic right colectomy - "surgeon was using a laparoscopic babcock (disposable) during this case when it wouldn't open. He then saw the coating was not intact. He removed the instrument from the sterile field including the piece of coating that was broken from the instrument."